Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia") and loss of consciousness ("she blacked out and fell and hit her head") in a 32-year-old female patient who had essure (batch no. 641431) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy in 2009, yeast infection and uterine leiomyoma. Weight at time of essure placement: 190 lbs. Concurrent conditions included overweight. Concomitant products included alprazolam (xanax) and fluoxetine hydrochloride (prozac) for anxiety and depression, normensal (ovcon) for birth control, atenolol and hydrochlorothiazide for hypertension, co-trimoxazole (bactrim) for uti and yeast infection as well as hydrochlorothiazide (hydrochlorothiazide) and zolpidem tartrate (ambien). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and abdominal pain ("abdominal pain/abdominal cramping"). On (B)(6) 2009, 652 days before insertion of essure, the patient experienced nausea ("nausea"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2010, the patient experienced weight fluctuation ("weight fluctuations"), depression ("depression") and anxiety ("anxiety"). On (B)(6) 2011, the patient experienced fatigue ("chronic fatigue"). On (B)(6) 2011, the patient experienced weight increased ("weight gain") and uterine disorder ("hypervascular serosa of the uterus"). On (B)(6) 2011, the patient experienced headache ("worsening of her headaches/headaches") and migraine ("migraines"). On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). In 2012, the patient experienced loss of consciousness (seriousness criterion medically significant), fall ("she blacked out and fell and hit her head"), head injury ("she blacked out and fell and hit her head/head trauma"), face injury ("facial trauma"), tooth fracture ("she cracked four of her teeth") and amnesia ("memory loss"). On an unknown date, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with vicodin (norco), surgery (total hysterectomy, bilateral salpingectomy and unilateral oophorectomy) and surgery (laparoscopic assisted vaginal hysterectomy, right salpingo-oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, headache, fatigue, weight fluctuation, migraine, depression and anxiety was resolving, the menorrhagia, loss of consciousness, fall, head injury, face injury, tooth fracture, vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, nausea, weight increased and uterine disorder outcome was unknown and the amnesia had not resolved. The reporter considered abdominal pain, abdominal pain lower, amnesia, anxiety, bladder disorder, depression, dysmenorrhoea, face injury, fall, fatigue, head injury, headache, loss of consciousness, menorrhagia, migraine, nausea, pelvic pain, tooth fracture, urinary tract disorder, uterine disorder, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter information was added. Essure indication was added. Her concomitant medications were added. Following events: weight gain and hypervascular serosa of the uterus were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia") and loss of consciousness ("she blacked out and fell and hit her head") in a 32-year-old female patient who had essure (batch no. 641431) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy in 2009, yeast infection and uterine leiomyoma. Weight at time of essure placement: 190 lbs. Concurrent conditions included overweight. Concomitant products included alprazolam (xanax) and fluoxetine hydrochloride (prozac) for anxiety and depression, normensal (ovcon-35) for birth control, atenolol and hydrochlorothiazide for hypertension, co-trimoxazole (bactrim) for uti and yeast infection as well as hydrochlorothiazide (hydrochlorothiazid) and zolpidem tartrate (ambien). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and abdominal pain ("abdominal pain/abdominal cramping"). On (B)(6) 2009, 652 days before insertion of essure, the patient experienced nausea ("nausea"). On (B)(6) 2009 the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) patient experienced weight fluctuation ("weight fluctuations"), depression ("depression") and anxiety ("anxiety"). On (B)(6) 2011, the patient experienced fatigue ("chronic fatigue"). On (B)(6) 2011, the patient experienced weight increased ("weight gain") and uterine disorder ("hypervascular serosa of the uterus"). On (B)(6) 2011, the patient experienced headache ("worsening of her headaches/headaches") and migraine ("migraines"). On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). In 2012, the patient experienced loss of consciousness (seriousness criterion medically significant), fall ("she blacked out and fell and hit her head"), head injury ("she blacked out and fell and hit her head/head trauma"), face injury ("facial trauma"), tooth fracture ("she cracked four of her teeth") and amnesia ("memory loss"). On an unknown date, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with vicodin (norco), surgery (total hysterectomy, bilateral salpingectomy and unilateral oophorectomy) .essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, headache, fatigue, weight fluctuation, migraine, depression and anxiety was resolving, the menorrhagia, loss of consciousness, fall, head injury, face injury, tooth fracture, vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, nausea, weight increased and uterine disorder outcome was unknown and the amnesia had not resolved. The reporter considered abdominal pain, abdominal pain lower, amnesia, anxiety, bladder disorder, depression, dysmenorrhoea, face injury, fall, fatigue, head injury, headache, loss of consciousness, menorrhagia, migraine, nausea, pelvic pain, tooth fracture, urinary tract disorder, uterine disorder, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia") and loss of consciousness ("she blacked out and fell and hit her head") in a 32-year-old female patient who had essure (batch no. 641431) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy in 2009, yeast infection and uterine leiomyoma. Weight at time of essure placement: 190 lbs. Concurrent conditions included overweight. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 652 days before insertion of essure, the patient experienced nausea ("nausea"). On (B)(6) 2011, the patient experienced fatigue ("chronic fatigue"), depression ("depression"), anxiety ("anxiety") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2011, the patient experienced migraine ("migraines"). On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). In 2012, the patient experienced abdominal pain ("abdominal pain/abdominal cramping"), loss of consciousness (seriousness criterion medically significant), fall ("she blacked out and fell and hit her head"), head injury ("she blacked out and fell and hit her head/head trauma"), face injury ("facial trauma"), tooth fracture ("she cracked four of her teeth") and amnesia ("memory loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), headache ("worsening of her headaches"), weight fluctuation ("weight fluctuations"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with vicodin (norco), surgery (total hysterectomy, bilateral salpingectomy and unilateral oophorectomy) and surgery (laparoscopic assisted vaginal hysterectomy, right salpingo-oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, headache, fatigue, weight fluctuation, migraine, depression and anxiety was resolving, the menorrhagia, loss of consciousness, fall, head injury, face injury, tooth fracture, vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea and nausea outcome was unknown and the amnesia had not resolved. The reporter considered abdominal pain, abdominal pain lower, amnesia, anxiety, bladder disorder, depression, dysmenorrhoea, face injury, fall, fatigue, head injury, headache, loss of consciousness, menorrhagia, migraine, nausea, pelvic pain, tooth fracture, urinary tract disorder, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results total bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-mar-2018: pfs and medical record received: event abnormal vaginal bleeding, menorrhagia, bladder problems, urinary problems, dysmenorrhea, nausea added,concurrent condition added,medical history added,reporters added,lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and loss of consciousness ("she blacked out and fell and hit her head") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy in 2009. In 2011, the patient had essure inserted. In 2012, the patient experienced abdominal pain ("abdominal pain/abdominal cramping"), loss of consciousness (seriousness criterion medically significant), fall ("she blacked out and fell and hit her head"), head injury ("she blacked out and fell and hit her head/head trauma"), face injury ("facial trauma"), tooth fracture ("she cracked four of her teeth") and amnesia ("memory loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), headache ("worsening of her headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight fluctuations"), migraine ("migraines"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy and unilateral oophorectomy). Essure was removed in 2012. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, headache, fatigue, weight fluctuation, migraine, depression and anxiety was resolving, the loss of consciousness, fall, head injury, face injury and tooth fracture outcome was unknown and the amnesia had not resolved. The reporter considered abdominal pain, abdominal pain lower, amnesia, anxiety, depression, face injury, fall, fatigue, head injury, headache, loss of consciousness, migraine, pelvic pain, tooth fracture and weight fluctuation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.